Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgery occurred to explant and replace the device.

Manufacturer narrative:
Manufacturer report number 1627487-2020-32709 should not have been submitted as a medical device report (MDR) as surgical intervention is not planned to address the issue.